Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose that day was above 500 mg/dl with extreme drowsiness, blurred vision, symptoms of dehydration, confusion, vomiting, and nausea. It was reported that the patient was awaiting personal transportation to an emergency room and that they were unsafe on the pump. It was reported the patient was having difficulty reading the screen. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a pump malfunction could not be ruled-out as contributing to the alleged serious injury.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.